Manufacturer narrative:
The reported event of failure to interrogate was not confirmed. The device was received from the field with battery voltage above elective replacement indicator (eri) level. Visual inspection of the header found no anomaly related to the field concern. Electrical and mechanical analysis performed indicated normal functionality and no interrogation anomaly found. Longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity.

Manufacturer narrative:
Further information was requested but not received.

Event description:
During an in clinic follow up, the device was unable to be interrogated using inductive telemetry. The device was explanted and replaced to resolve the event. The patient was stable.